Event description:
During a remote follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. The patient was pacemaker dependent. Furthermore, insulation damage was suspected, but was unable to be confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that additional episodes of noise resulting in myopotential oversensing were observed on the right ventricular (rv) lead. As a result, the rv lead was capped and replaced to resolve the event. During the revision procedure, insulation damage of the rv lead was unable to be confirmed visually or with diagnostic imaging. The patient was stable and will continue to be monitored.